Event description:
It was reported by repair work order that the bed did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to perform own repair. Customer performed own evaluation.

Event description:
It was reported by repair work order that the bed did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The model and serial number information was obtained during the investigation.